Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging a calcode issue with her onetouch ultramini meter. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at 9:00am, the patient reported the alleged issue began. The patient reported managing her diabetes with insulin pump therapy (type unknown). The patient reported making no changes to her medications or activity level on the day of the alleged issue. The patient reported on (B)(6) 2012, at an unknown time, she developed symptoms of "sweatiness, nausea, shaking, and mean." On (B)(6) 2012 at 1:20pm, the patient reported having more food or drink in response to her symptoms. The patient denied receiving a medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca was able to assist the patient in resolving the alleged issue with training. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged issue, and developed symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing; the was found to work properly with no faults found. The primary complaint was not confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.